Event description:
The customer observed false positive architect total b-hcg result on a patient who was diagnosed with partial hydatidiform mole and had undergone surgical resection. The result was questioned by the physician as it was not consistent with the patient¿s clinical diagnosis. A new sample was tested, and the result was negative. The original sample was also retested, and the result was negative. The following data was provided: original sample: initial result = 153.72 miu/ml (positive); repeat result = < 1.2 miu/ml (negative). New sample: result = < 1.2 miu/ml (negative). Colloidal gold test = negative. Additional information received on 03mar2023. It was noted that the filter to the customer¿s water system had not been replaced for a long time. It is suspected that the customer's water may have contributed to the discrepant result. No impact to patient management was reported.

Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2023-00065-01 under a different suspect device. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and cleaned the crystals from wash zone and sample probe. The customer¿s water was found to be contaminated and the water filter was replaced to resolve the issue. However, the fsr was unable to identify a single definitive cause of the discrepant result, and the architect (B)(6) was considered the likely cause possibly due to contaminated water. An instrument service history review revealed no additional service tickets associated with erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the immunoassay systems did not identify any similar issues related to the architect system, the likely cause part, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect (B)(6) processing module serial number (B)(6) was identified.